Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed; however, the device was returned with the yellow protective sheath over the balloon. The device may have kinked during unpacking; thus, it likely was not used and the balloon did not rupture. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, mid right coronary artery, the xience xpedition stent was implanted. During the first post-dilatation inflation with a 3.5 x 12 mm nc trek balloon dilatation catheter (bdc) at 16 atmosphere, the balloon ruptured. A different 3.5 x 12 mm nc trek bdc was used to post-dilate the stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.